Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
New information noted that the device was replaced due to compatibility for new lead. There is no allegation form the physician that the device contributed to the inappropriate therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shock from the implantable cardioverter defibrillator. Oversensing was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019 and the device was explanted. The patient was stable.